Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the low battery advisory while the patient put a new fully charged battery into the battery clips. When the log files were analyzed, "black cable rsoc" problem was seen with an increase/decrease in voltage. The software version of the system controller was noted to have been 7.29. The system controller was exchanged, and the alarms resolved. The patient was noted to have had no adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was able to be confirmed. The heartmate ii system controller (serial number: pcx- (B)(6) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (29jan2024 ¿ 31jan2024 per timestamp). The atypical low voltage alarms were active on (B)(6) 2024 from 06:22:20 ¿ 11:49:24, and 16:27:33 ¿ 16:30:50. The alarms occurred on the black power cable while the controller was connected to battery power. The alarms activated due to fluctuating rsoc voltages. The alarms cleared shortly after activating. The driveline was disconnected on (B)(6) 2024 at 10:04:15 and the controller was shut down at 10:05:46. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and did not pass. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The controller power cables were cut open to inspect the condition of the underlying layers. The wires were inspected and the brown battery gauge wire in the black power cable was found to be damaged. The conductors were found to be cut within the insulation. The cable was inspected under a microscope and the wire was pulled and easily severed. The root cause of the reported event was conclusively determined to be caused by the damaged wire. Fluid ingress was found during the investigation of the system controller. The device history records were reviewed for the system controller (serial number: pcx-(B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use and to not get the equipment wet. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event